Manufacturer narrative:
(B)(4). Method: the complaint mr370 reusable humidification chamber was not returned to fisher & paykel healthcare in (B)(4) for investigation. Our investigation is thus based on the information and photographs provided by the customer. Results: inspection of the provided photographs showed that the damage was not to the dome portion of the chamber, but rather on the portion which overlaps with the chamber base. It was confirmed that the damage did not cause any leaks in the chamber. Conclusion: we are unable to determine what may have caused the reported fault. All mr370 chambers are visually inspected before leaving the production line and those that fail are rejected. The subject mr370 chamber would have met the required specification at the time of production. Our user instructions that accompany the mr370 reusable humidification chamber state the following: "maximum operating pressure: 20 kpa". "Warning: the following solutions should be avoided as they may cause the chamber to crack - ketones, formaldehyde, chlorinated hydrocarbons, hypochlorite, inorganic acids, aromatic hydrocarbons, phenol (>5%).". "To prevent cracking, ensure that the water inlet port plug, and any other reusable components, are disconnected from the chamber before cleaning.".

Event description:
A hospital in (B)(6) reported via our distributor that an mr370 reusable humidification chamber had a damaged dome. There was no patient involvement.